Event description:
While inserting the PICC, the sherlock showed the catheter was malpositioning. PICC was removed and sherlock was recalibrated. Before starting all over again, the rn flushed the catheter and a piece of the tls came out the end of the catheter. In 2006, rn pulls catheter about half way out of the PICC before trimming. Rn stated you cannot feel if you have cut the wire or not. Also thinks the wire that came out is an extra piece and feels the wire/stylet was intact. There was no difficulty inserting the PICC. The wire piece was approx 3cm.

Manufacturer narrative:
A chr showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.